Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 06127, 0001825034 - 2018 - 06129, 0001825034 - 2018 - 06131. Concomitant products: s061140 selex/magnum mod hd 40mm -6 lot 533850; 11-103204 taperloc por fmrl lat 10x140 lot 670290; 13-104162 m/h 3hole rlc shl nrs 62mm/l26 lot 284600. Reported event was confirmed due to review of provided medical records and/or patient x-rays. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported a patient underwent primary r tha. Patient underwent I&d due to infection. Patient then underwent two-stage revision due to infection: pseudomonas aeruginosa and antibiotic spacer was placed. Patient was then reimplanted with permanent devices. No further information is available.